Event description:
It is reported that the device was implanted in 2006. Pt experienced pain and revision surgery occurred in 2008, due to breakage.

Manufacturer narrative:
This report will be amended when our investigation is complete.